Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2019, the patient underwent an emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. Detailed information, including details of the implanted devices in the initial case, has not been obtained. On an unknown date, follow-up imaging revealed aneurysm enlargement, and a suspected proximal type I endoleak was identified. On (B)(6) 2025, a reintervention was performed. An additional stent graft was implanted proximally. Because a short distal landing zone was observed in the left external iliac artery, an additional stent graft was also placed distally on the left side, and the procedure was completed. The physician mentioned that the proximal neck was approximately 10 mm, representing a short neck at the time of the index procedure.